Event description:
It was reported the patient was experiencing ineffective stimulation. X-rays confirmed that the lead has migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned back into the epidural space and anchored to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.